Event description:
On 11/24/98 a vansonnenberg sump drainage catheter was inserted by radiologist under computed tomography guidance, and attached to external drainage bag. Approx one hour after the procedure, the drainage catheter broke off at the skin level and a nurse placed a hemostat on the part of the catheter projecting through the skin. Pt was returned to the radiology dept and a guidewire was placed through the catheter, and under fluoroscopy two fractures of the catheter were found. One catherer fragment was removed and multiple attempts to remove the distal fragment were unsuccessful. The pt was taken to surgery on 11/25/98 to drain the abscess and the remaining catheter fragment was removed. All pieces of the catheter that were within the abdominal cavity turned & dark color.